Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that 10 days ago, the patient had more shortness of breath, their weight increased, and had dietary indiscretion. The patient was diuresed for a few days, lost weight but symptoms remained. Their ventricular assist device (vad) was interrogated in clinic today, and drops to low speed limit with no low flow alarms were noted. Patient denied dizziness or lightheadedness but described a headrush feeling when going from sitting to standing occasionally. Patient had reduced fluid and sodium intake over the last week with minimal improvement to symptoms. Unfortunately, creatinine had bumped to greater than 2, so they were opting not to do a computed tomography angiogram of the chest at this time. No signs or symptoms of dehydration, and blood pressures were adequately controlled. Log files were sent for review, and there were no unusual events recorded in the log file event history. The speed drops to the low speed limit were associated with pulsatility index (pi) event which was normal. The pump log files were unremarkable. Further information provided that the patient was in ventricular tachycardia at about 245 beats per minute. They were in the emergency room awaiting cardioversion. Further information provided that the patient had a history of ventricular tachycardia prior to left ventricular assist device (lvad) therapy. The site said it was doubtful that lvad therapy worsened or contributed to the patient's ventricular tachycardia as this was the first since implant. An implantable cardioverter defibrillator was implanted prior to lvad. The patient had no history of renal disease or dysfunction, and the site said that lvad therapy did not cause, contribute, or worsen the patient's renal dysfunction. The patient's creatinine had returned to normal levels, and the patient was returned to normal rhythm post cardioversion. The patient was discharged home after amiodarone load and cardioversion, with plan for ablation in two weeks with electrophysiology.

Manufacturer narrative:
Section e3 correction manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted controller event log files contained events from 17mar2025. Review of the events from the reported event date revealed no notable events or alarms, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.